Event description:
It was reported that the ilet displayed an occlusion alert, and the user resolved the alarm only after changing the infusion set and related supplies; the user noted this alert occurs with most infusion set insertions and described a technique of attaching the set to the body before priming the tubing and then reconnecting to fill the cannula, which the agent advised could contribute to occlusion detection. Symptoms included no change in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education on proper infusion set and tubing priming steps. Investigation of this case revealed that the event was consistent with an insulin delivery occlusion associated with the infusion set and/or tubing, with user technique identified as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup leading to perceived or actual flow restriction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.